Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua45 (not at "home" position after power on/restart) during a shift check. This error was unable to be cleared. There was no report of pt involvement.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that top cover, front enclosure and battery lock were damaged. Archive data results indicates numerous user advisory 45 (not at "home" position after power on/restart) messages. Upon power up of the device ua45 was observed. It was found that the drive shaft was not at the "home" position. The drive shaft was rotated back to "home" position which remedied the complaint. Functional testing was performed and platform passed final test. Customer's reported problem was confirmed during investigation. Based on the evaluation results, a root cause attributed to the customer's reported complaint could not be confirmed.